Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as "sticky fm was on the handle part. Also the needle didn't retract smoothly." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned sample and photograph provided by your facility. Bd received one insyte autoguard 24 gauge unit from lot number 7320509. The unit consisted of a fully retracted needle-barrel assembly along with an open/empty package. The remainder of the unit was not returned. Through the visual/microscopic examination the unit revealed to contain a clear material around the white button and on the grip of the assembly. The functional test was conducted which consisted of the needle being pushed into the out position. The needle was not damaged or bent and when the white button was pressed, the needle retracted successfully. A device history record review showed no non-conformances associated with this issue during the production of this batch. The clear media observed on the needle-barrel assembly was found to be non-foreign. Investigation conclusion: the clear media observed on the needle-barrel assembly is non-foreign high vacuum silicone grease used during the normal manufacture of the product. The gel is inserted into the spring cavity to reduce retraction speed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as "sticky fm was on the handle part. Also the needle didn't retract smoothly." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd insyte autoguard bc shielded IV catheter was found with foreign matter as "sticky fm was on the handle part. Also the needle didn't retract smoothly." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.